Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. A nurse called in to discuss a yellow controller error alarm that resulted in loss of aorta and left ventricle placement signals. Motor current and flow estimate were unaffected. The alarm spontaneously resolved and placement signals were restored. A backup console was advised. No patient harm was reported due to the issue.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. This is one of two reports. This report represents the automated impella controller and the other report represents the pump. Refer to section h.10 for the related report number.